Manufacturer narrative:
Concomitant medical product: 5086mri52 lead, implanted: (B)(6) 2011, dtma1qq crt-d, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a recent cardiac resynchronization therapy defibrillator (crt-d) replacement, the right ventricular (rv) lead exhibited high thresholds and high/ undefined impedances. A lead fracture was suspected. The lead was programmed off, and remains implanted. No patient complications have been reported as a result of this event.